Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tenaculum forceps to perform failure analysis. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the force amplification pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs 5 (pitch), 6 (grip), and 7 (grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The provided image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: this looks like a frayed grip cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wire broke on a tenaculum forceps instrument. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer confirmed the presence of cables protruding from the distal end of the instrument while the surgeon was dissecting the tissue. There was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. The reporter confirmed no fragments fell inside the patient's anatomy and there was no patient injury.